Event description:
Device was removed for normal battery depletion indicators and subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event. Device was removed for routine battery depletion indicators and subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.